Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the repair history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the error message could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . The subject device was evaluated. Device evaluation found the reported issue of "no output on the cut side" was not confirmed. Device was inspected and tested and found no functional problem, however, review of fault log found an error 400 ref 26 showed seven (7) times in the log. This error was generated if a turis electrode is attached and activated without a saline solution being present or there is an electrode connection fault. Furthermore, inspection found deformed chassis at the back of the device and the screw hole of chassis was damaged and due to damage, unable to hold pcb stable. Missing legs, missing d cover were noted. Additionally, display was found dim and the variable frequency drive (vfd) noted dying. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer (facility biomedical engineer) reported with an issue of "no output on the cut side". The issue found during an unspecified procedure. No harm was reported. No patient harm, no user injury reported as a result of the event.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Follow ups are in progress regarding the event reported . Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.